Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was not able to find any peeled shaft upon visual inspection. The main tube shaft did not show any damage. Failure analysis investigation also found instrument's pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure,peeled shaft was identified on the fenestrated bipolar forceps instrument upon opening of peel pouch. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.